Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The boston scientific representative called boston scientific technical services (ts) requesting warranty information. Ts advised the device is eligible for warranty if the icm device is returned and the lab confirms a failure. Subsequently, the icm device was explanted and replaced. Additional information from the boston scientific representative provided the icm device was at end of service (eos) and there were no allegations against the device. Device has been subsequently returned and analysis performed. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. The battery lab found depleted cell with no battery related failure determined.